Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed:unknown event description: "les agrafes ne sortent pas". [Translation] "staples won't come out". Additional information received on 24jul24 by email from territory manager: there was no patient injury associated with the event. The status of the patient is "patient is all good". Additional information received on 25jul24 by email from territory manager: the timing of the event was during treatment. There was only one device associated with the event. Intervention: unknown. Patient status: patient is all good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, resulting in a dry fire that confirmed the complainant¿s experience of no clip loaded. No nonconformances were identified on the event unit during visual inspection. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Correction: d4/h4. Corrected device information.

Event description:
Procedure performed: unknown. Event description: [translation] staples won't come out. Additional information received on 24jul24 by email from territory manager: there was no patient injury associated with the event. The status of the patient is "patient is all good". Additional information received on 25jul24 by email from territory manager: the timing of the event was during treatment. There was only one device associated with the event. Intervention: unknown. Patient status: patient is all good.